Event description:
The cause of the event was due to focal invagination at the neck, precluding an adequate seal of the proximal landing zone.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from the journal article entitled: ¿double angio-seal technique in a ¿hostile¿ groin access site following palmaz stent placement for type 1 endoleak repair." Hong kuan kok, ffrrcsi, frcr, ebir hamed asadi, md, phd, franzcr mark f. Given, ffrrcsi, ebir michael j. Lee, ffrrcsi, frcr, ebir (journal of vascular and interventional radiology2016 issues 11, dx.doi.org/10.1016/j.jvir.2016.06.020). An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that at the time of implant the patient underwent a bilateral cut-down procedure but was then converted to an aorto-uniiliac (aui) configuration with a femoro-femoral bypass because of tortuosity of the contralateral left iliac arterial system. It was reported that the patient presented with an enlarging aneurysm sac due to a type ia endoleak. Another manufacturer¿s bare metal stent was implanted and the leak resolved. No additional clinical sequelae were reported and the patient is fine.